Event description:
Patient had anterior cervical re-exploration procedure, partial corpectomy, c6-c7 reconstruction with polyetheretherketone (peek) cage and plating; returns five months later for hardware removal due to screw failure at c7 plate migration. The surgeon requests electron microscopy for failure/fatigue.======================manufacturer response for plate, (brand not provided) (per site reporter).======================I will come get the hardware and take it to the company for exam as requested by surgeon.